Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial #: (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 13-jan-2005, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient who was receiving an compounded baclofen with concentration 925 mcg/ml at a dose rate of 273 mcg/day, morphine with concentration 20 mg/ml at a dose rate of 5.9 mg/day, and clonidine with concentration 90 mcg/ml at a dose rate of 26.5 mcg/day via an implantable pump for spinal pain. It was reported that during a pump replacement procedure for normal end of service (eos), the physician was unable to aspirate from the catheter access port. The physician found that the catheter was broken at the anchor site and the intrathecal portion was detached and could not be retrieved. No patient symptom was reported. There were no environmental/external/patient factors that may have led or contributed to the issue. No diagnostic tests/troubleshooting was performed. They replaced with a new catheter. The issue was resolved at the time of the report. The patient was without injury regarding their status at the time of the report. The intrathecal portion of the catheter remains in the patient and the explanted portion of catheter was discarded by the healthcare provider. Other medications (oral, etc.) The patient was taking at the time of the event was unable to be obtained. It was noted that the hcp had no further information regarding the event. The patient¿s medical history included chronic pain. No further patient complications have been reported as a result of this event.